Manufacturer narrative:
A1-a5. Patient information was not provided. H11. Livanova deutschland manufactures the essenz hlm, the event occurred in united states. Device read-out files were extracted and analyzed. No technical deviation/error was identified and the event has not been confirmed investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that essenz hlm measured flow could not exceed 4.1 lpm even if working at maximum rpm. There is no report of patient impact.